Event description:
Procedure: laparoscopic bilateral salpingo-oophrectomy. 2647580reportedly, after the device was applied to tissue the jaws were frozen shut with the knife blade extended. The device had to be cut off of the tissue to remove it.